Event description:
It was reported that swab alcohol 100 bx 1200 was missing the expiration date. The following information was provided by the initial reporter: material no: 326895 batch no: 5265524 & 5139921. It was reported that consumer wanted to know if she could use 2 boxes of old product. From the lot numbers, product is expired.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #5265524 and #5139921. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5265524, medical device expiration date: na, device manufacture date: 2015-09-22. Medical device lot #: 5139921, medical device expiration date: na, device manufacture date: 2015-05-19. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that swab alcohol 100 bx 1200 was missing the expiration date. The following information was provided by the initial reporter: material no: 326895, batch no: 5265524 & 5139921. It was reported that consumer wanted to know if she could use 2 boxes of old product. From the lot numbers, product is expired.